Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. International UDI #: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue; however, it was incorrectly documented as a left alarm failure. The fse later stated it was alarm light fault. Customer has not had the device repaired because the device is still able to ventilate the patient. The unit is still in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a "left alarm " failure. There was no patient involvement.